Event description:
International customer reported that the suture broke approximately 24 hours following a pelvic lymphadenectomy. The patient was returned to surgery for repair. The patient was reportedly coughing or vomiting at the time of the reported event. Additional information was requested; no further information was received.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. International affiliate reports the following possible products. Code: 8434t, lot unk. Code: 8424t, lot unk.